Event description:
It was reported that the caregiver reconnected a solution bag to a homechoice automated pd set with cassette after it had become disconnected from the heater line. This occurred during use. The technical service representative (tsr) advised the caregiver to end therapy and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this event was that the user had reconnected a solution bag that had been disconnected from the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.